Event description:
Pt reported experiencing low blood glucose (52-102 mg/dl), for the past 9 hrs. She stated that the device had been generating recurrent cartridge/adapter alerts, and she believes it may have delivered too much insulin. Pt self-treated by switching to her back-up device, eating a muffin, and drinking orange juice.